Event description:
Incident reported as: the doctor was loading the clip and the clip loaded off center. When he fired the clip, the clip broke. When he attempted to load the next clip, the clip fell out. No pt injury or intervention reported.

Manufacturer narrative:
Device was not returned to manufacturer. No lot number was given so no DHR could be done. Manufacturer unable to do investigation due to lack of sample. Manufacturer will continue to track and trend for similar incidents.